Event description:
It was reported that pump battery would not charge and pump screen remained dark and would not turn on despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through repeated attempts to power on pump and confirm use of working charging equipment, but pump still did not respond or recognize charging connection, so replacement charging cable and wall adapter were arranged for shipment, and customer was instructed to rely on injections if pump battery depleted before new supplies arrived.